Event description:
The customer reported that the device is not charging the battery or the battery does not hold a charge very long. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.